Manufacturer narrative:
The device was returned for analysis. The clip deployed at distal end of device was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to testing circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During evaluation of a returned sterile starclose se device for a firing issue, it was noted that the clip of the starclose se device deployed; however, the clip was caught at the distal end of the device.